Event description:
The manufacturer received information alleging,patient has sore and dry throat and coughing up blood once in a way. Difficulty in breathing/shortness of breath,related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging breathing problems, sore and dry throat, coughing up blood once in a way, difficulty breathing/shortness of breath, device was noisy related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Corrected information provided in b5 and h6, the information (patient alleging device was noisy related to a CPAP device's sound abatement foam) was not included in initial MDR.